Manufacturer narrative:
The pump has not been returned to animas for evaluation. A review of the device history record confirms that the device was operating in accordance with specifications at the time of release.

Event description:
The patient repored that his blood glucose levels were high.